Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2016. According to the complainant, during the procedure, the spyscope ds was inserted into the pancreatic duct via a guidewire. After checking the lesion, as the spybite was inserted through the spyscope ds, it was noticed on the monitor that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted and no part of the device detached. In addition, slight bleeding occurred to the patient; however, there was no reported treatment for the slight bleeding. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds was inserted into the pancreatic duct via a guidewire. After checking the lesion, as the spybite was inserted through the spyscope ds, it was noticed on the monitor that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted and no part of the device detached. In addition, slight bleeding occurred to the patient; however, there was no reported treatment for the slight bleeding. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information as of october 10, 2016. The bleeding was noted on the same day as the procedure date, which was on (B)(6) 2016. Reportedly, the bleeding improved without any treatment.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found that the working channel sleeve extended when received. A small kink was noted at the distal end of the catheter. The distal cap is near weld marks. The distal tip would articulate but without the full range of motion. A spybite device was passed through the working channel; there was slight resistance at the distal end. The camera and steering wires were removed. It was verified that the working channel sleeve was attached, and the sleeve was removed from the catheter. The catheter was cut and there was evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds was inserted into the pancreatic duct via a guidewire. After checking the lesion, as the spybite was inserted through the spyscope ds, it was noticed on the monitor that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted and no part of the device detached. In addition, slight bleeding occurred to the patient; however, there was no reported treatment for the slight bleeding. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information as of october 10, 2016. The bleeding was noted on the same day as the procedure date, which was on (B)(6) 2016. Reportedly, the bleeding improved without any treatment.